Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a low flow rate. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the ¿low fluid rate.¿ performed a fluid accuracy test and incoming performance verification (pvt) test. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found no relevant information. Visual and functional testing was performed. The device passed all functional testing after repairs. No probable cause was determined.